Manufacturer narrative:
G.9. This report originally filed as [MDR number from mfg site 1644019-2024-02525]. Two open cannulas in tip protector trays were received for the report. Samples were visually inspected and found to be conforming. Functional water flow tests were performed and both samples were found to be conforming. A lot number was identified; however, the lot does not contain a 25g cannula lot number; therefore, a device history record review could not be conducted. The returned samples were found to be conforming, therefore the report of blocked cannulas as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the cannulas were manufactured to specifications. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cannulas were blocked during calibration. It was not known whether the procedure was completed. There was no patient harm and procedure details were unknown.